Event description:
Procedure type: lap hernia repair. Patient gender: unknown. According to the reporter: a small grub screw was noticed on the patients abdomen after a laparoscopic hernia repair. It was noted that the grub screw was from the joint of the clasp on the trocar and the device had lost its ability to clip shut. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.